Manufacturer narrative:
Physician provided clarification on the procedure, which changes the reportability evaluation of this event. The initial report submitted is deemed incorrect and is being retracted.

Event description:
Further details about the event was received: the gore® viabahn® endoprosthesis was not implanted because the device started bow stringing while inside an existing device and the sheath. The constrained device was pulled back completely into the sheath and withdrawn from the patient. There was no device expansion inside the patient or within the sheath, as initially reported.

Manufacturer narrative:
(B)(4). Review of device manufacturing record history confirmed device met pre-release specifications. The gore® viabahn® endoprosthesis was not returned to gore. Therefore, direct product analysis was not possible.

Event description:
Patient presented for outflow stenosis treatment of a previously implanted a-v graft (unknown manufacturer) in the patient's arm. A 7fr sheath was used to advance a gore® viabahn® endoprosthesis to the intended treatment site. Deployment was initiated. The gore® viabahn® endoprosthesis started bowstringing due to deployment line tension. As reported, the gore® viabahn® endoprosthesis partially expanded within the sheath. The gore® viabahn® endoprosthesis and sheath were removed together. Another gore® viabahn® endoprosthesis was advanced and deployed to complete the procedure. The patient did not experience any adverse consequences.